Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: laparoscopic nephrectomy - "during a laparoscopic procedure, the customer noticed a septum was damaged. No patient injury and bleeding." Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar. The check list will be sent to amr soon. Initial investigation report by (B)(4): "the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion as shown in fig.1. The ddb was cut for a check of damaged septum by the facility. The retuned septum portion(size approx. 7.8mm×5.6mm, fig. 2) almost matched to the missing part in shape. No visible damage was observed with the shield. The unit with portions of the ddb and septum will be returned to amr for further evaluation. (B)(4)." Patient status: "no patient injury"

Manufacturer narrative:
Additional information was requested from the customer but was not provided. Investigation summary: the event product was returned to applied medical for evaluation with two rubber fragments. Upon inspection, engineering noted fragmentation of internal rubber components of the seal. The rubber fragments returned matched the missing portion of the seal. One of the rubber fragments is the result of the customer cutting it intentionally to find the source of fragmentation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.